Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the lead migrated. The patient does not know when it happened, and the patient had been getting good coverage with the other lead. It was unknown if any environmental or external factors. The patient was to have lead revision and the ins replacement due to end of service (eos). No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional and manufacturer's representative: it was noted via x-ray that lead had migrated. The leads and ipg were replaced on (B)(6) 2017. No further complications were reported or are anticipated.